Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device remains in service and that the patient was tolerating safety mode parameters with discomfort. It was also reported that the pacing thresholds in the right ventricular (rv) lead channel increased. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device remains in service and that the patient was tolerating safety mode parameters with discomfort. It was also reported that the pacing thresholds in the right ventricular (rv) lead channel increased. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device remains in service and that the patient was tolerating safety mode parameters with discomfort. It was also reported that the pacing thresholds in the right ventricular (rv) lead channel increased. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned. Additional information was received indicating that while implanted, the patient experienced palpitations from the safety mode operation. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.